Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer a lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced anxiety and made hcp contact. A blood glucose of 19 mmol/l was obtained on the hcp meter. The customer was monitored for 6 hours and was treated with insulin injections (name/dosage unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.